Event description:
It was reported that patient underwent an explant procedure due to infection.

Event description:
It was reported that patient underwent an explant procedure due to infection. Additional information was received that no further information could be obtained despite good faith efforts.